Manufacturer narrative:
A ge oec svc rep investigated the issue and found a bad f4 fuse that was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec 7700 fluoroscopy sys would not boot up.